Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a placement procedure performed in (B)(6) 2021. The procedure was performed with local anesthesia. The patient completed their planned radiation treatment, stereotactic body radiation therapy (sbrt), in (B)(6) 2022. In (B)(6) 2022, the patient experienced symptoms including rectal pain, urinary issues, bowel issues with variable constipation or diarrhea, some urgency, severe discomfort, bothersome deep pelvis pain, and pain at the tip of his penis. The patient's international prostate symptoms score (ipss) was from 19-20, while it had been 10-15 pre-treatment. It was initially reported recent magnetic resonance imaging (MRI) showed an "unknown abscess/space looking image" where the hydrogel previously was. The outer edges of the space were hyperechoic, while the center of the space was hypoechoic. Upon review of simulation computed tomography (CT) from (B)(6) 2021, it was determined all of the hydrogel was in the patient's rectum from the seminal vesicles to the apex, except a small amount at the apex that was possibly out of the rectal wall. Current CT from (B)(6) 2022 showed a 5mm lesion rim enhancing within the rectal wall anteriorly that communicated with the anterior edge of the rectal wall, but not the lumen itself. Colonoscopy reportedly showed some mild vascular changes on the anterior rectal wall. It was determined there was not an abscess or fistula, and the hydrogel seemed to have shrunken without causing fistula or ulceration. The patient's outcome is unknown.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4).